Event description:
Received info that the pt implanted with this right ventricular (rv) epicardial lead presented to clinic due to experiencing dizziness and lightheadedness. Interrogation of the device revealed the rv output was programmed to 3.5v@0.4ms. Manual threshold testing revealed threshold measurements of 2.5v@1ms and 3.5v@0.4ms. The pt is pacer dependent and intermittent loss of capture was observed. It was also noted that pacing impedance measurements decreased from 530 ohms to 350 ohms since implant. The rv output was increased to 6.5v@1ms and the pt was scheduled for consultation and a chest x-ray. No adverse pt effects were reported. No further info was available and records indicate this lead remains in service.